Event description:
End user reported she applied wafer over clean skin with dusting of (B)(4) powder and 3m no sting wipe. She experienced itching burning under entire wafer. Removed wafer and noted reddened non-broken skin in shape of the wafer.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user discontinued wafer. She applied (B)(4) wafer and (B)(4) wafer over that. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.